Manufacturer narrative:
Inspected 1 opened and used reservoir. Checked the reservoir using a new lab infusion set. Reservoir passed per inspection found reservoirs easy to connect and release. No connector anomaly was observed during analysis.

Event description:
It was reported that the customer had difficulty in interlock of the tube connector and reservoir. It was stated that the customer covered the reservoir by the tube connector from straight above, then turned it clockwise and heard the clicking noise but customer felt that the lock was looser than normal. Customer connected a new infusion set and had no issues. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.